Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1909869) on 23-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy with nickel (nickel sulfate) and chromium (potassium bichromate)') in a 50-year-old female patient who had essure (batch no. D31448) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced allergy to metals (seriousness criterion medically significant), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain in shoulders"), abdominal pain ("daily abdominal pain"), tendonitis ("tendinitis"), dizziness ("dizziness"), diarrhoea ("daily diarrhea"), back pain ("lumbar pain"), ear disorder ("ent problem"), pharyngeal disorder ("throat problem"), nasal disorder ("ent problem") and insomnia ("insomnia"). At the time of the report, the allergy to metals, arthralgia, abdominal pain, tendonitis, dizziness, diarrhoea, back pain, ear disorder, pharyngeal disorder, nasal disorder and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, back pain, diarrhoea, dizziness, ear disorder, insomnia, nasal disorder, pharyngeal disorder and tendonitis with essure. The reporter commented: on (B)(6) 2019, contact hypersensitivity was performed by a specialist showing allergy with nickel and chromium. The patient did not know her nickel allergy before the insertion of essure. No test was performed or considered. A removal of essure was being considered by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2019: allergy to nickel and chromium. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy with nickel (nickel sulfate) and chromium (potassium bichromate)') in a (B)(6) female patient who had essure (batch no. D31448) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced allergy to metals (seriousness criterion medically significant), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain in shoulders"), abdominal pain ("daily abdominal pain"), tendonitis ("tendinitis"), dizziness ("dizziness"), diarrhoea ("daily diarrhea"), back pain ("lumbar pain"), ear disorder ("ent problem"), pharyngeal disorder ("throat problem"), nasal disorder ("ent problem") and insomnia ("insomnia"). At the time of the report, the allergy to metals, arthralgia, abdominal pain, tendonitis, dizziness, diarrhoea, back pain, ear disorder, pharyngeal disorder, nasal disorder and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, back pain, diarrhoea, dizziness, ear disorder, insomnia, nasal disorder, pharyngeal disorder and tendonitis with essure. The reporter commented: on (B)(6) 2019, contact hypersensitivity was performed by a specialist showing allergy with nickel and chromium. The patient did not know her nickel allergy before the insertion of essure. No test was performed or considered. A removal of essure was being considered by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2019: allergy to nickel and chromium. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.